Event description:
Affiliate reported that under drainage was noted in 2008. The doctor lowered the pressure from 80mmh2o, however the device would not reprogram. Then, the device was replaced the following month, and the pressure was set by 80mmh2o. The patient condition improved. Device was implanted in 1998 and replaced in late 2008.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their in programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.